Manufacturer narrative:
H6 - work order search: no additional similar complaint within associated lots was found. Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2; -11.5/2.0/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on an unknown date. Reportedly there was a steroid response and elevated iop. Additional details the patient is stable and discontinuing medication (B)(6) 2024. Additional information was requested but has not been provided to date

Manufacturer narrative:
B4 - corrected to: 07-jun-2024 in the initial MDR. Claim # (B)(4).